Event description:
While wearing the sound processor, the pt reportedly had no sound percept. In 2005, the pt was seen at the center for evaluation. External equipment was exchanged. However, the pt's problem was not resolved in 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.